Event description:
Purchased the freestyle libre on (B)(6) 2018 and inserted the sensor at 2:14 pm. All readings obtained via the sensor were consistently lower at least 80-90 mg/dl than the actual finger stick value. The last glucose obtained via sensor was 201 and the finger stick result was 350 mg/dl. My daughter was nauseous and was complaining of abdominal pain. The 350 mg/dl glucose was corrected via her insulin pump. I began to search online for any complaints or issues with this device and there were many complaining of the sensor reporting low glucose when they were actually high. Sensor sn: (B)(4), reader sn: (B)(4).